Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose level to display as "high," although the specific value was unknown. The customer took corrective action by administering a correction bolus via the pump, and there was no need for third-party assistance. Technical support confirmed the issue as a cartridge alarm 30 and decided to replace the pump. The customer was informed that the replacement pump would come with updated software and given instructions on returning the faulty pump to avoid future charges. They were also advised on setting up their replacement pump, including programming settings and connecting their cgm, and a backup insulin pump was mentioned as the interim therapy to ensure continual insulin delivery.